Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample and photo have been received, and the defect status of the inner packaging with water stains cannot be identified. 2. DHR/bhr review lot#4198683 1-the products of this batch were assembled at intima ii auto line 2 in august 2024, and packaged at r240 package line and cfs package line in august 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. For water stains in the inner packaging, the plant has no relevant functional testing. 4. After packaging, products can only be released after eo sterilization, bi sterility test and other tests are passed, and there is no wet storage environment in the plant warehouse, so the products will not be damp. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since there are no abnormalities in the manufacturing process, no wet storage environment in the plant warehouse, and no similar complaints have been received from other hospitals regarding this batch of products, we cannot confirm that this complaint event is related to the plant.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm package damaged/defective/other. On 23 october 2024, when the material management department of our hospital was distributing intravenous catheters to the disinfection supply room, the nurses in the disinfection supply room found, after a second inspection, that there was no problem with the outer packaging of the intravenous catheters, but that there was obvious water damage to the inner packaging. The adverse event was reported, and the intravenous catheters with this batch number were immediately sealed, and it was discovered in time that no harm had been caused to the patient.